Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 11, 2024, a percutaneous vertebroplasty (th12) for compression fracture was performed. In the surgery, the cement was agitated after stent placement and all syringes were filled with cement. 2 cc was attached to the access needle and the access needle was filled with cement. After filling, a new 2 cc of each was installed and left in place until the viscosity was good. Viscosity was observed after 13 minutes, and when removing the syringe attached to the access needle, the syringe tip of the kit in question broke off and buried itself in the access needle attachment. A new product was opened. The surgery was completed successfully with no surgical delay. The patient was reported as stable. This report involves one (1) access kit-sterile. This is report 1 of 1 for (B)(4).